Event description:
The patient experienced a loss of therapeutic effect. The patient was told that 3 out of 4 electrodes were broke and showing open circuits. The patient also felt stimulation in her feet. The patient was re-directed to her healthcare professional (hcp). Further information from the hcp confirmed the open circuit on the #3 electrode, which occurred 2 weeks post operative. The hcp indicated that the patient has severe/significant mental illness and often rocks to soothe herself. The hcp attributed the event to the lead, probably secondary to the rocking motion. The rocking motion may have damaged the electrodes. No surgical procedures were planned at this time. The patient was re-programmed to another electrode configuration. There were no patient injuries.

Manufacturer narrative:
(B) (4).